Event description:
The customer reported to baxter (B)(4) regarding the mirafilter IV / extension set in which a foreign brownish substance at the luer end was observed before use. There was no patient involvement or injury reported associated with this issue. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. The sample was leak tested at 0.56 bar and passed. Through visual inspection the condition was confirmed as a brownish substance was observed, but the defect does not affect the functionality of the set. However, an assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us.